Manufacturer narrative:
H3: analysis of the device was completed and visually the inflation assembly/tube was broken from the rest of the device and was not returned. Under magnification, there was a semi-transparent tube protruding from the inflation lumen insertion point on the tube that was consistent with the teflon tubing. Functionally, the device failed cuff inflation testing due to the damaged condition upon return and the inability to connect a syringe to inject air into the cuff. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery, the inflatable cuff tip of an endotracheal tube had fallen off. There was no packaging damage observed during the inspection of the sample and as soon as opened the package, it was found that the inflation cuff had fallen off. There was no patient involvement.

Manufacturer narrative:
H6: code updated, previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.